Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cable from the ion chamber to the aec was found to have two open cable connectors. Replaced cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that while in the film mode of the 2800 system the error code "mas limited" appears on the control panel after taking a film shot. No patient injury was reported.